Manufacturer narrative:
Concomitant medical products: t505u223 tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. The patient experienced a perforated right ventricle. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted visual inspection has found the driveshaft lug stuck behind the retraction stop, and this is a lead performace failure. If information is provided in the future, a supplemental report will be issued.